Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) phone called the customer and found that customer ran tosoh controls diluted in sample tubes which caused no peaks. Customer ran in cups and all was ok. No further action required by field service. The most probable cause of the reported event was operator error in running qc (quality control) that is already diluted in tubes.

Event description:
On (B)(6) 2016 the customer reported area too low, no peaks detected, sa1c rt = 0, with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.